Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a patient with inph about a year ago. The initial pressure setting is unknown. Since improvement of chronic subdural hematoma was not obtained after the pressure was set at 200mmh2o, the device is to be replaced on (B)(6) 2016. The patient is currently being monitored. The surgeon requested to verify whether the device had been functioning properly at the intended setting.

Manufacturer narrative:
(B)(4). Device evaluation: upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 200mmh2o. The valve was hydrated for about 36 hours. The valve was visually inspected: it was noted that the silicone was cut / torn around the siphon guard, as well 3 other small cuts. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve without the siphon guard was flushed, the valve passed the test no occlusion was noted. The catheters were irrigated, no occlusion was noted. The valve was not leak tested, due to the cuts/tears in silicone housing. The valve was not reflux tested due to the damages silicone housing. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832, with lot ctbct8, conformed to the specifications when released to stock in 13th march 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. The root cause for the cuts/tears in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone housing, possibly when ex-planting the valve, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.